Manufacturer narrative:
A supplemental MDR is being submitted for additional information from received from a product evaluation. The following sections of this report have been updated: update to b4, g3, g6, h3, h2, h6, h10. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The 26mm commander delivery system was returned in default unlocked position with 0 percent flex and 100 percent fine adjustment, and a full loader assembly over the flex shaft. The delivery system was inserted through the 14f esheath plus. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided by the site and reviewed by an edwards imager. There was calcification present in the landing zone. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was confirmed based on evaluation of the returned device. Available information suggests that patient factors (calcification) likely contributed to the event as review of the provided patient screening imagery revealed calcification in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is still ongoing.

Event description:
It was reported by the field clinical specialist (fcs), that during a transfemoral tavr with a 26mm sapien 3 ultra valve, the balloon on the 26mm commander delivery system (ds) ruptured during inflation. The valve was successfully implanted. Per follow up the ds was brought back into the esheath for removal with no issues. Upon removal of the devices, a longitudinal tear was observed on the delivery system balloon. The patient has been discharged.